Event description:
Allegations of fatigue, myalgias, joint pain, systemic illness, hardening of the breast, pain and discomfort associated with hardening of the breast, possible rupture of the implants, scarring and add'l need for surgery.